Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user found liquid had spilled inside the machine and there was a noticeable burning or electrical smell. The customer stated that there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the liquid spilled inside the machine, and there was a noticeable burning or electrical smell and IV bag burst inside the drawer. A field service engineer responded to a station incident involving a ruptured heparin bag, which resulted in smoke and sparking. Upon arrival, the station was powered off and emitted a burnt electrical odor. Inspection revealed damage to three matrix drawers- drawer 4: the drawer controller had sparked and melted some ic components. The area behind the drawer was dried. Replaced the drawer controller, latch, position sensor, and solenoid. Drawer 5: the drawer controller and position sensor were soaked. Cleaned the area and replaced both components. Drawer 6: the drawer controller and position sensor were also soaked. Replaced both components. All affected components were addressed, and functionality was verified through testing. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es user found liquid had spilled inside the machine and there was a noticeable burning or electrical smell. The customer stated there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user found liquid had spilled inside the machine and there was a noticeable burning or electrical smell. The customer stated that there was no delay to the patient's workflow. As per part investigation, it was determined that fluid ingress from a liquid spill caused contamination and thermal damage to multiple components, resulting in electrical failure and the reported burnt odor. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on. Correction: section d unique identifier (UDI). Part analysis: the reported condition of ¿d - es station : liquid has spilled inside the machine, and there is a noticeable burning or electrical smell¿ was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the field service engineer (fse) reported that the station incident involving a ruptured heparin bag, which resulted in smoke and sparking. Upon arrival, the station was powered off and emitted a burnt electrical odor. Inspection revealed damage to three matrix drawers- drawer 4: the drawer controller had sparked and melted some ic components. The area behind the drawer was dried. Replaced the drawer controller, latch, position sensor, and solenoid. Drawer 5: the drawer controller and position sensor were soaked. Cleaned the area and replaced both components. Drawer 6: the drawer controller and position sensor were also soaked. Replaced both components. All affected components were addressed, and functionality was verified through testing. During dchu visual inspection: pn 121985-01: the units (sn (B)(6)) showed clear evidence of fluid ingress and severe contamination across multiple components and pcb surfaces, indicating prolonged liquid exposure. Additionally, pcba sn (B)(6) exhibited localized thermal damage on multiple components. Pn 353578-01: the solenoid showed evidence of fluid ingress, with residue and oxidation on the housing and coil area, along with signs of environmental exposure such as corrosion and contamination. Pn 119855-02: the four units showed contamination along the cable insulation and connector entry points, with residue buildup indicating fluid exposure. During dchu testing: pn 121985-01: no testing was required, as the units showed clear evidence of fluid ingress with severe contamination, while pcba sn (B)(6) also exhibited localized thermal damage. Pn 353578-01: no testing was required, as the solenoid latch unit showed clear evidence of fluid ingress, with residue buildup, oxidation, and signs of corrosion and contamination. Pn 119855-02: no testing was required, as the four assy cbl sensor 12 in units showed contamination along the cable insulation and connector entry points, with residue buildup indicating fluid exposure. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was identified as fluid ingress resulting from a liquid spill involving pn 121985-01, pn 353578-01, and pn 119855-02. Evidence of contamination and residue confirmed prolonged liquid exposure, which led to thermal damage across multiple components on pn 121985-01 (sn (B)(6)). This condition resulted in electoral failure and burnt smell inside the drawer, as reported by the customer.